Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2010, the patient experienced metallosis and pain. On (B)(6) 2021, a revision surgery was performed to address the issue. In this surgery a bhr cup and a bhr femoral head were explanted and replaced with components of a competitor manufacturer. The current health status of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for the acetabular cup, modular head and sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the acetabular cup and modular head. Other similar complaints were identified to involve this batch for the sleeve. No other similar complaints have been identified for the part number and the reported failure mode for the sleeve. Other similar complaints have been identified for the part number and the reported failure mode for the acetabular cup and the modular head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The =46mm bhr resurfacing system, modular heads and sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2010, the patient experienced an unspecified adverse event. On (B)(6) 2021, a revision surgery was performed to address the issue. In this surgery a unknown birmingham hip resurfacing (bhr) cup (unknown type) and a unknown birmingham hip modular head (bhmh) implant were explanted and replaced with components of a competitor manufacturer. The current health status of the patient is unknown.